Manufacturer narrative:
(B)(6). Secondary rotator cuff dysfunction following total shoulder arthroplasty for primary glenohumeral osteoarthritis: results of a (B)(4) study with more than five years of following-up. Journal of bone and joint surgery series a 94(8). This is the final report submitted regarding this surgical event and medical device.

Event description:
One revision performed for glenoid component loosening.